Event description:
Ds7 collimator fell off the front of cart while customer was replacing/changing collimators. The fault was determined that the head angle was not level to the collimator. As the cart was lowered for readjustment, the collimator slid off the front of the cart and fell to the floor. There were no injuries or visible signs of damage to the collimator or the ds7 camera.